Event description:
Journal reference: stetkarova I, vrba I, peregin j, sroubek j. Complications of treatment of severe spasticity with implantable pump systems. Ceska slov neurol neurochir. 2008; 71(4):458-465. The effect of intrathecally administered baclofen was tested in 19 pts with severe spasticity and in one pt with generalised dystonia. Based on the effect of tested baclofen, we subsequently implanted pump systems to nine persons with multiple sclerosis and five persons with a chronic spinal injury. Reportable event: in two of our pts, we found the dislodging of the catheter off the subarachnoidal space. Surgical revision with subsequent replacement of the catheter was necessary. See mfg report# 2182207200807345.